Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the black power cable was confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(4). The reported event of intermittent low voltage advisory alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned controller. The submitted log file and the log file downloaded from the returned controller contained approximately 16 days of data combined (13nov2022 ¿ 29nov2022 per the timestamp). Low voltage advisory alarms that were not associated with regular battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage on the black power cable below the low voltage threshold while connected to a 14v battery; the alarm resolved shortly after activating each time. The driveline was disconnected on 29nov2022 at 9:23:22 to exchange the controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Visual inspection of the returned controller revealed that a tear on the black power cable at approximately 6 inches from the connector; no wires were exposed from the tear. The returned system controller operated in a mock circulatory loop while connected to the power module and to 14v batteries and no issues or atypical alarms were observed, including when the power cables were manipulated by hand. The power cables integrity was tested and no issues were observed; there was no further damage on the power cables aside from the tear observed on the black power cable. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number:(B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2019. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate ii instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate ii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing intermittent low voltage alarms on (B)(6) 2022 while connected to adequately charged batteries. The patient presented to the clinic on (B)(6) 2022 and damage to the black power cable was observed. The controller was exchanged.